Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was continuously connected to the ventilator to assist in breathing, it was found that the airbag was leaking. Reintubation was performed.